Event description:
Customer reported receiving an error alarm on the insulin pump during an attempted set change. Customer stated that the insulin pump had recently been dropped. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.